Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed and noise was reproduced in real time. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.